Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to ensure backup therapy was obtained; however, a response was not received.